Event description:
It was reported that on (B)(6) 2022, the nail was being inserted over a smooth 3.0 guidewire like usual and the wire seemed to get caught up in the poly in the proximal part of the nail. It clearly damaged the poly and we had to take the nail out and use a different nail. New nail inserted was the same size nail. No fragments were generated. Nail is available for return. Upon insertion of the new nail the drill bit was missing the static hole so we had to take off the aiming arm and do perfect circles in order to get the bolts in the nail. The surgery was completed successfully. No other patient info at this time. Concomitant device reported: unk - drill bits: trauma. This report is for one (1) tibial nail-advanced / 9 315 / sterile. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: procode: additional product code: hwc. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: date of concomitant therapy is july 23, 2022.; h3, h4, h6: part: 04.043.125s-us; lot: 736p431; manufacturing site: jabil bettlach; release to warehouse date: 22 april 2022; expiry date: 31 march 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the tibial nail-advanced / 9 315 / sterile had the proximal inlay misaligned across the most distal screw insertion hole. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the tibial nail-advanced / 9 315 / sterile. A dimensional inspection was unable to be performed due to device design. A functional test was unable to be performed since the mating device was not returned for examination. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the tibial nail-advanced / 9 315 / sterile would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.